Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their insulin pump's drive support cap was loose and alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.